Event description:
The account stated the head section cannot be raised or lowered.

Manufacturer narrative:
The account switched ports on the actuators by moving hand control directly to the control box. The account was then able to raise and lower the head, knee, and hi/low functions by reconfiguring the ports.